Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. The fse (field service engineer) evaluated the ventilator and found the "patient circuit leak" diagnostic code in the log. The fse confirmed that the inspiration port was leaking. The fse reseated the inspiration port and re-ran the est. The ventilator successfully passed the est and performance verification testing and was returned to use.

Event description:
It was reported that the ventilator failed the est (extended self test). There was no patient or user involvement.